Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the hdh05 did not work at all. They switched to electrocautery. Another device was used to complete the case. There was no consequence to the pt.